Manufacturer narrative:
Sample was collected in a 13x100 greiner vacuette serum tube, stored at room temperature, and centrifuged at 3500 rcf for 10 minutes at 20c. Qc is performing within the customer's established limits. System check data has not been supplied to date. Service has not been dispatched in connection with this event to date. An applications specialist contacted the lab to determine the "health of the instrument." A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report higher than expected accutni result above the ami cutoff for one (1) male patient. Subsequent testing of the sample produced lower results but still above the ami cutoff. The results were not meeting accutni precision specifications on the access 2. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.